Manufacturer narrative:
Device evaluated: analysis of the pump found a gear train anomaly due to corrosion and/or wear and/or lubrication as well as stall due to shaft-bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-05-11, information was received from a healthcare provider (hcp) and a company representative regarding a (B)(6), male patient who was receiving gablofen 2000mcg/ml at 440 mcg/day via an implantable pump for intractable spasticity and post spinal cord injury. Upon initial interrogation of the pump, a motor stall was seen on (B)(6) 2016. The patient had not had a magnetic resonance imaging (MRI); there was no magnetic or electromagnetic interference (emi) that the hcp was aware of. No patient symptoms were reported. On (B)(6) 2016, the pump was replaced. While in the operating room, the motor stall and tube set message were confirmed and the pump alarm was heard. The pump was returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.